Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) became elevated while wearing the pod longer than 48 hours on the abdomen. Patient woke up with a bg measurement of 411mg/dl, stomach pain, and had vomited multiple times. Mother had checked pod to find the adhesive surrounding the cannula was not properly adhering. Subsequently, a new pod was applied, a bolus of 0.60u administered, and patient was taken to the emergency room (ER). Once at ER, patient was diagnosed with hyperglycemia and a bg of 380m/dl. Treatment consisted of intravenous therapy, blood work, and monitoring of patient's bg levels. After treatment commenced, patient's bg improved to 203mg/dl.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and ER (emergency room) visit was found.